Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch report states: this is a (B)(6) year old male with a history of a depuy asr left hip system implant on (B)(6) 2008. On (B)(6) 2010: presented with new onset and pain in the left hip (10 days), swelling in the left buttock and fevers as high as 102 degrees. On (B)(6) 2010: infected left total hip arthroplasty, left gluteal abscess incision and drainage (I&d). On (B)(6) 2011: I&d follow-up. Presented with scant pain, drainage. Wishes to pursue a revision total left hip arthroplasty (B)(6) 2011. Relevant test/laboratory data, including dates: (B)(6) 2010: routine bacterial culture result light growth, anaerobic gram positive rods identified as propionibacterium acnes. Update: (B)(6) 2011 - due to receipt of litigation papers, complaint is now reportable litigation papers allege patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Patient is a resident of ca.